Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR review: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lots and confirmed no manufacturing deviations or abnormalities. Lot# e-pro 3.0-11424 (erkoloc-pro) was manufactured from 04/27/2020 and was assigned with 3 years expiration. Hardware lot # slcn22019 manufacturing/expiration dates were not provided. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Complaint investigator visually inspected the returned device. The returned parts included both upper and lower tray in an extra silent nite case. The results were summarized: roughness - the edge was smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device had a yellowish tint due to the usage. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 7322 rev 2.0 (silent nite sleep appliance instructions for use) provides warning in precautions "do not soak the device in mouthwash; denture cleanser, hot water or alcohol; do not wash the device with soap, toothpaste or mouthwash; do not dry the device with a blow dryer; do not store in direct sunlight". However, the customer did not provide the information regarding how the patient handled and maintained the device. Per the reported information, the patients cleaned the device with toothbrush and soaked it in denture cleaner. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0). · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. Is not applicable with the exception of serial number as the device is manufactured by prescription. Is not applicable as the device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient had a reaction to the xtra-silent nite. The patient first used the device on (B)(6) 2020 with the reaction occurring the next morning. The reaction was noted as, "tongue was blistered, red and tender. She could not eat food without feeling like the tongue was burning." The patient discontinued the device, but tried it 6 times in december. Each time the device was used, the patient would wait a week or so before attempting using it again. The patient was prescribed nystatin oral rinse on (B)(6) 2021 to rule out fungal infections. It did not help at all, the provider notes. There were no allergy test performed either prior to or after the reaction. The patient has an allergy to morphine and has a medical history of hypertension and hypercholesterol. The conditions are being treated with atenolol 25mg and simvastatin 20mg. The patient has decided to use the CPAP device. With regard to the device: the device was rinsed with warm water prior to the delivery of the device. The patient "initially brushed it with her toothbrush. After the problem persisted, she wanted to try something stronger so it was soaked in denture.